Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was taken to an urgent care on (B)(6) 2019 due to high blood glucose level of over 500 mg/dl. The customer reported that did not mention any treatment for high blood glucose level at the hospital. The insulin pump will not be returned for analysis.